Event description:
Unomedical reference number (B)(4). Event occured in the united states. The patient was experiencing high blood glucose, more than 400 mg/dl and began to feel ill and was hospitalized for 2 days. The patient received insulin therapy and intravenous fluids. Prior to the event, patient received a "no delivery alarm" from the pump and noticed a bent soft cannula when the site was removed. Unomedical do not see [?]bent/kinking' as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.